Event description:
It was further reported that there was an attempt to snare the detached portion, however, this attempt was unsuccessful. The detached portion remained inside of the patient and was secured to the left anterior descending artery wall via stenting.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. The lot number of the returned label matched the expected lot number, confirming that the correct complaint device was received for investigation. The distal tip assembly was broken off and missing approximately 3.0cm long when received. The broken distal tip appeared brittle. Full image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during visual analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered to be user related as the dfu contains the following warning: "do not use device after indicated "use by" date. Use of an expired device could result in patient injury due to device degradation." (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty a tip detachment and withdrawal difficulties occurred. The patient presented with a non-q wave myocardial infarction 48 hours prior to the procedure. The target lesions being treated were located in the severely calcified left anterior descending (lad) and left main coronary (lmca) arteries. Two non-bsc stents had been deployed; one in the lad and one in the lmca. The stents were not overlapping. An atlantis sr pro imaging catheter was advanced to the lmca for intravascular ultrasound (ivus) to confirm whether the stents were well positioned and apposed. However, the atlantis catheter was unable to cross the stent in the lmca. It was decided to remove the device and upon removal the catheter became stuck in the stent struts. The atlantis catheter was eventually able to be removed, however upon removal it was noted that the tip of the catheter had broken off. The detached portion of the catheter was unable to be retrieved. Additional ivus was not performed. The stent remained well positioned and well apposed. No patient complications were reported and the patient's status is stable.